Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she received unexpected restart alarm. The customer¿s blood glucose level was 102 mg/dl at the time of incident. The customer reported that she woke up with unexpected restart alarm twice and she had to reset and rewind the pump twice. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty connector on interface board. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.